Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac pump failure. No further information is available at this time.

Manufacturer narrative:
The lead was returned for patient death. As received, only the connector end of the lead measuring 7.6 cm was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.